Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2016-00940 / 00943).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip arthroplasty on (B)(6) 2005 and an initial left hip arthroplasty on (B)(6) 2007. Subsequently, the patient's left hip was revised on an unknown date in (B)(6) of 2015 due to pain and elevated metal ions. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿

Event description:
It was reported by the patient's legal counsel that the patient underwent a right hip revision procedure approximately 10 years post-implantation due to allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip revision procedure approximately 10 years post-implantation due to pain, elevated metal ion levels and armd. During the procedure, thick fibrotic tissue, osteolysis and a complete capsulectomy were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10 h6: component code: mechanical (g04) - head visual examination of the returned product identified the head had impact marks on the lip along with scuffing and a wear line on the outside diameter. The cup has cuffing on the inner radius along with debris stuck to the od. The taper insert had impact damage with no visible debris in the taper. Left hip primary operative notes indicate patient is suffering from osteoarthritis, secondary to avascular necrosis hence considered for left tha.the trails were verified and brought through full range of motion, stability and equalized leg length within 3 mm accomplished. Final implants were placed and the final stem was impacted on the final morse like taper and hip was found to be stable in full flexion, extension and external rotation and internal rotation past 45 degrees. No complications were noted during the procedure. Left hip revision operative notes stated patient was revised due to pain. Radiographs demonstrated no abnormalities. However, the preoperative workup demonstrated high serum levels of co cr, ni and synovasure although positive demonstrated negative crp. During the procedure surgeon encountered thick, fibriotic , reactive avascular dense rubbery type of material consistent with local reaction of metal which was debrided fully. There was no corrosion on trunnion of the stem. He found dissecting osteolysis on the anterior and posterior portions of taperloc stem and also found large osteolytic punched out lesions in the metaphyseal bone behind the acetabulum.implants were placed and hip was reduced with excellent stability at all motion arcs. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient was revised approximately 8 post-implantation due to pain and elevated metal ions. During the revision surgery, thick, fibrotic, reactive, avascular dense rubbery type of material consistent with a local reaction of metal was found. There was no corrosion observed on the trunnion of the stem and the stem was well fixed with the large cavity out. Osteolysis on the anterior and posterior portions of the taperloc stem, which did not affect the fixation of the bony ingrowth, was found.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: taperloc stem cat#: 11-103204 lot#: 514870, m2a magnum cup cat#: us157850 lot#: 597650, magnum taper adapter cat# 139254 lot# 196240. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.